Manufacturer narrative:
This product is not marketed in the us. "Word" order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that 12.6mm, vticm5_12.6, -10.00/+1.0/80 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2018. The eye is presenting very low vault. The vault is really low and the space between the iris and the icl is also low. Lens remains implanted. It was reported that the eye will be re-evaluated within the next weeks. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Additional information: b5: reporter stated " the vaults are very low. Acuities good and stable. Lens is okay. Doctor is concerned." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted. Corrected: a1 - patient identifier: (B)(6). D2- common device name: from phakic intraocular lens, product code mta to phakic toric intraocular lens, product code qcb. Claim # (B)(4).